Manufacturer narrative:
The reported event was not related to the referenced fsca 1627487/06/02/2017/001-c.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient¿s ipg would not communicate with external devices. Field representative was able to connect, but the connection would not last long. After multiple attempts, the field representative was unsuccessful in establishing a continued connection with the ipg. Reportedly, the patient was recently implanted. During the patient¿s follow-up appointment it was discovered the ipg was kept in surgery mode since implant procedure. The field representative was able to take ipg out of surgery mode. The patient has therapy. Issue has been resolved.